Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, an unspecified sample was taken. On (B)(6) 2010, while hospitalized, cloudy effluent was observed. On this same date, the patient was diagnosed with sterile peritonitis, and due to the suspicion of dehydration, extraneal viaflex therapy was stopped. As of (B)(6) 2010, there were no results available regarding the growth of bacteria from the sample obtained. The patient was pain free of symptoms from the peritonitis. On an unreported date, the event of sterile peritonitis resolved. At the time of reporting, extraneal viaflex therapy had not been restarted. An opinion of causality was not provided for the events of sterile peritonitis and dehydration.